Manufacturer narrative:
Investigation into this event could not replicate the customer's observations. The samples were tested on returned and retained cards of the lot in question and a positive results (+1) was observed. Evidence supports that the analyzer and gel cards performed as expected. The root cause of this event is unknown.

Event description:
A customer observed a potential false negative result on a pt sample using the mts a/b/d monoclonal and reverse grouping cards. A positive reaction (+2) of the pt's sample was observed using a different lot. An event of this type could cause a donor's blood to be misclassified. There was no report of pt harm as a result of this event.